Event description:
It was reported that during implant, the physician was unable to obtain an acceptable capture threshold. After multiple reposition attempts, a new lead was implanted. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.